Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support through their representative to report a broken cartridge. The patient stated that the ilet had been dropped, and the impact caused the cartridge to break open, although the device itself did not appear to be damaged. The patient replaced the cartridge with a new one, and the system functioned as expected, with no impact on blood glucose. The patient was advised to call back if the pump showed any signs of malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.